Event description:
It is reported that the pt was revised due to instability. During revision, corrosion was noted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes provided indicate that the abductors were deficient in their attachment to the greater trochanter, which may have been a contributing factor in the reported instability. At this time, the cause of the reported corrosion observed during the revision surgery is unk. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.